Manufacturer narrative:
Product event summary - the lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient complained of diaphragmatic stimulation. Interrogation found high threshold on the left ventricular lead. The left ventricular capture was then programmed off. A subsequent chest x-ray that day showed that the lead had dislodged. The left ventricular lead was then explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.